Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11 the failure analysis and testing dept. Received the following parts associated with this complaint: part number 0670-00-0770 pcb, exec processor serial number (B)(6) part number 0997-00-0596 tether assy part number 0670-00-0770 pcb, exec processor serial number (B)(6) was received with the complaint that the unit is not autofilling. Part number 0997-00-0596 tether assy was received with the complaint of broken tether. The failure analysis and testing dept. Performed a visual inspection and observed that the tether broke apart from the main doppler unit. The exec processor board was found in good condition. The failure analysis and testing dept. Installed part number 0670-00-0770 pcb, exec processor serial number (B)(6) into the cardiosave test fixture serial number (B)(6) and tested the board to factory specifications per procedure number (B)(4) and the cardiosave service manual part number 0070-00-0639 revision r. The fat dept. Performed an autofill. The cardiosave autofilled with no problem found. The fat dept. Could not confirm the complaint of not autofilling. Retaining the board and the tether in the fat dept. Per procedure number (B)(4). A getinge field service engineer (fse) evaluated the unit and could not duplicate the reported. Exorcised unit to no fail. The fse replaced exec processor board (0670-00-0770) as preventive and also replaced broken tether assembly (d997-00-0596). All functional and safety checks performed to meet factory specifications.

Manufacturer narrative:
Updated field- b4, d9(return to manufacture date), e1(event site email), g3, g6, h2, h11.

Event description:
It was reported during use that a cardiosave intra-aortic balloon pump (iabp) had autofill failure. No patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.